Manufacturer narrative:
The technician found the brake detent assembly was worn. He replaced the brake detent to repair the bed.

Event description:
Information received indicates the brake is not holding.